Event description:
It was reported that during a percutaneous coronary intervention procedure, a stent damage occurred. The 90% stenosed target lesion was located in the non-calcified and non-tortuous mid left circumflex artery. Following predilatation with the 1.5 x 20 mm maverick balloon catheter, the physician advanced the 32 x 2.25 mm taxus liberte mr stent delivery system to the lesion and was unable to cross the left main. Upon retrieval of the device from the lesion, it was observed that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a stent damage occurred. The 90% stenosed target lesion was located in the non-calcified and non-tortuous mid left circumflex artery. Following predilatation with the 1.5 x 20mm maverick balloon catheter, the physician advanced the 32 x 2.25mm taxus liberte mr stent delivery system to the lesion and was unable to cross the left main. Upon retrieval of the device from the lesion, it was observed that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device noted distal stent strut damage, the distal edge of the stent was bunched up proximally and the entire stent had moved distally towards the tip. It was also noted that a proximal stent strut was raised upwardly. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. No further issues were noted with the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).